Manufacturer narrative:
The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. The patient's ipg was recovered through abbott intervention. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. A manufacturer representative was able to recover the ipg and provide patient effective therapy.